Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a marking pen was discovered with sheet labels in the seal of the pouch. The actual device was returned for evaluation. The manufacturing lot number and photographic evidence were also provided for review. A review of the sample and photo confirmed the issue discovered by the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's for this issue were noted during the manufacturing process. This product is packaged on a machine where rulers and labels are auto-loaded and the markers are manually loaded into the recess pockets of the form, fill, and seal machine. This machine can lead to mis-aligning of material in the pockets and the operator checks for alignment (seated) within the pockets. Therefore, the root cause for the sealing error are attributed to operator error. Production supervisors and operations were notified of this issue during the daily update meetings. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was discovered with a sealing defect. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).